Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and low r-wave amplitudes. Device data was sent to rhythmcare for review. Data review determined there was undersensing due to the low r-wave amplitudes resulting into inappropriate pacing. This lead was recommended to be replaced, however currently remains in service. No adverse patient effects were reported.